Manufacturer narrative:
Boston scientific received information that the complete lead returned with the helix retracted. Tissue was noted entwined in the helix and blood and body fluid were observed in the helix region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis was unable to confirm the electrical allegations from the field as the lead passed electrical testing. Due to the dried blood and body fluid in the helix mechanism, the helix could not be actuated during testing, thus testing could not confirm the reported observation. However, it was determined the helix extension and retraction issue likely occurred.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing the right atrial (ra) lead due to difficult patient anatomy. Two ra leads were attempted and not implanted. On the third ra lead there was high threshold measurements with no capture, however the physician opted to leave this ra lead implanted. The pacemaker was programmed to pace and sense in the ventricle only, thus electrically abandoning the ra lead. It was noted that the helix took over 30 turns to extend and retract. Approximately one month later it was determined the ra and right ventricular (rv) leads had inadvertently been placed transarterial. Thus the ra lead had been placed in the left atrium and the rv lead had been placed in the left ventricle. A procedure was performed where both leads were explanted and replaced. No additional adverse patient effects were reported.